Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and the ipg was superficial. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned to address the issue.